Event description:
It was reported that there was a tear in the proximal plastic coating of the catheter. The target lesion was located in the right atrium. A 2.5mm/5mm/2.5mm/105cm polaris x was selected to be advanced to the target lesion. After the procedure, when the catheter was removed from the patient, it was noticed that there was a tear in the proximal plastic coating of the catheter and a wire which was inside part of the catheter protruded out off the catheter. The wire was exposed and it poked through the plastic coating the catheter. The procedure was completed with this device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years older. Device evaluated by manufacturer. The device was returned for analysis. It was observed that the distal tubing shaft was torn near the 10th ring electrode. The distal tubing shaft was then dissected and the tear appeared to have been caused externally. No sharp internal component was found on the device that could have caused the tear observed. Inspection of the internal components confirmed the device was built per manufacturing and product specifications - no anomalies were observed. The proximal area and handle verified normal upon visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).